Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was treat a heavily tortuous, moderately calcified right coronary artery (rca). The lesion was pre-dilated and a 2.50x48mm xience xpedition was implanted successfully. After implantation a dissection was noted proximal to the stent and the dissection was treated with another unspecified stent. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.